Manufacturer narrative:
The ge representative performed an on site investigation. Diagnostic tests were performed on the system. The reported issue could not be identified nor duplicated. The system was found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a collimator error message. No report of injury.